Event description:
The doctor alleges that once the device was in the planned location in the carotid artery, the stent could not be deployed. A second device was used and the same event occurred. A third device was used successfully. The path was reported to be tortuous.